Event description:
Customer alleged a pt fell out of the bed. No injury was reported.

Manufacturer narrative:
The hill-rom tech checked the brakes and siderails. The brakes held and the siderails latched properly. The tech noted that when the lh intermediate siderail was lowered, it stuck out a little and was not straight up but it sill latched and held.